Event description:
It was reported, following a replacement due to battery depletion, the pt had no stimulation on the left side. The impedances were measured and the results showed the impedances were elevated, but not out of normal range. Prior to the replacement, the pt was receiving "fine" stimulation before the battery depleted. About a week after the replacement, the physician programmer was showing an "invalid parameter settings" message regarding the stimulator. The stimulator was reprogrammed and everything appeared to be functioning properly at the time. Later the same day, the pt could not adjust the stimulation. The pt programmer was displaying the "call your doctor" icon with the error code 574. This error code meant the stimulator was not properly initialized by the physician programmer. X-rays were taken and everything looked "fine." Per the reporter, the impedances were high. The pt was going to be scheduled for a revision to troubleshoot and fix the stimulator system in the "near future."

Manufacturer narrative:
(B)(4).